Manufacturer narrative:
Patient identifier, weight: information was not provided. Lot #, device manufacture date: without a lot number, the expiration date and manufacture date could not be determined. Occupation: occupation of reporter was not provided. The customer did not provide information related to the product application and removal technique. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin. The IFU includes the notation that the skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes.

Event description:
A hospital employee in (B)(6) reported 6648 3m¿ ioban¿ 2 antimicrobial incise drapes were applied to a patient for cardiac surgery. The drapes were reportedly applied to intact skin. Alcoholic chlorhexidine was used for skin preparation. A circular skin injury in the thoracic/left breast area reportedly occurred when the drape was removed. (B)(6) gauze and a gauze dressing were applied to the site and secured with tape. Dermazine (sulfadiazine silver) was also reportedly used for treatment.